Event description:
A malfunction alarm, identified as malf 9, was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.